Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral component catalog # unknown lot # unknown; unknown tibial tray catalog # unknown lot # unknown; unknown tibial bearing catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient had an initial left knee arthroplasty on an unknown date. Subsequently, the patient is being scheduled for a knee arthroplasty revision due unknown reason. Replacement implant device is requested for revision procedure. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
From additional information it was reported that patient was revised.